Manufacturer narrative:
(B)(6). Investigation: our quality engineer was able to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. There was no objective evidence of this issue found during the analysis of the device history record and quality notifications for the claimed lot. The root cause was determined t be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. Confirmed: bd was able to confirm the incident in question. Investigation comments: after analysis of the photo in attachment, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: according to visual analysis of photos, it was possible to verify the presence of silicone droplets on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly batch: 6292115 used in the claimed final product batch: 6292238 of angiocath 22g x 1.00 in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. The CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Event description:
It was reported that there was a "scar on the catheter". During investigation of the original complaint/sample photo received, it was determined that foreign matter was found, and described as ¿silicone droplets¿ on the catheter of a bd angiocath¿ IV catheter.